Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an allergic reaction occurred following the use of the venaseal closure system. The reaction initially presented as focal and then became generalized, with symptoms including hypersensitivity, itching, and rash. Only one leg was treated. The onset of symptoms occurred 2-14 days after procedure. The allergic reaction required medical intervention with prescription medications including benadryl, claritin, and zyrtec. The reaction was noted to occur along the treated great saphenous vein on the left leg, more than 5cm from the access site, and was part of a recurrent process. The blue introducer was used. The issue was still present at the time of reporting.

Manufacturer narrative:
Additional information: the patient is reported to be doing better but seeking the opinion of an allergist. Issue is not fully resolved, once the patient stops taking steroid pack, the inflammation returns. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.